Manufacturer narrative:
The investigation for the console battery charging issues has been completed. The console was returned for evaluation. Upon functional testing, the issue was reproduced and alarm #109 upon boot-up would not resolve after plugging ac cord into wall outlet. Inspection of the console revealed defective internal power supply: the output was 0vdc (instead of nominal 24vdc) despite 120vac present at its input. Console logs from the reported day of event are consistent with complaint and show unresolved ¿ac power disconnected¿ alarm (#109) since the boot-up of the console. Data log power data indicates battery remaining capacity as well as absolute state of charge and relative state of charge parameters continuously declining throughout the case. Pbm charger status ¿0100110000010000¿ translates to ¿ac present = false, battery present = true¿. The cause of power supply failure was not determined. This report is being filed as a part of the retrospective review of historical records.

Event description:
The biomedical engineer reported that the console (aic) would not charge. The console was changed for another one. There was no harm to the patient.